Event description:
It was reported via scientific literature that the patient received four inappropriate shocks due to t-wave oversensing (twos). The patient's daily dose of atenolol had been increased, with no success in preventing the shocks. Follow-up was attempted twice to gather additional detail, but the attempts were unsuccessful. The device was explanted and replaced, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Tuzcu, "resolution of t-wave oversensing with implantable cardioverter defibrillator generator replacement in an adolescent ", pace; 2007:30:929-932.